Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine device change out procedure, the right ventricular lead exhibited a sensing anomaly. The lead was explanted and replaced. The patient was fine.